Event description:
On (B)(6) 2017, a pacing failure was reported during a follow-up. When the programming head was placed over the device, there was no pacing while it was interrogating. After pressing the emergency vvi button, there was still no pacing. The patient had a rhythm of approximately 30bpm. After about 10 minutes, the programming head was placed again over the device and it was pacing in ddd at 60bpm. The patient was transferred to ccu at (B)(6) for a generator change.

Manufacturer narrative:
Preliminary analysis revealed a failure of an integrated circuit chip.

Event description:
On (B)(6) 2017, a pacing failure was reported during a follow-up. When the programming head was placed over the device, there was no pacing while it was interrogating. After pressing the emergency vvi button, there was still no pacing. The patient had a rhythm of approximately 30bpm. After about 10 minutes, the programming head was placed again over the device and it was pacing in ddd at 60bpm. The patient was transferred to ccu at (B)(6) for a generator change.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, a pacing failure was reported during a follow-up. When the programming head was placed over the device, there was no pacing while it was interrogating. After pressing the emergency vvi button, there was still no pacing. The patient had a rhythm of approximately 30bpm. After about 10 minutes, the programming head was placed again over the device and it was pacing in ddd at 60bpm. The patient was transferred to ccu at (B)(6) hospital (B)(6) for a generator change.